Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose values, a potential leak in the insulin pump, and a potential connection problem with the insulin pump. The customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of an infusion set and to return it for analysis and replacements. The customer's blood glucose value was 350 mg/dl. No further information was provided.